Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring malf 53 alerts identified as a cap touch communication malfunction despite multiple restarts, and the user was instructed to revert to backup therapy while a replacement device was arranged; the reported blood glucose at the time was 150 mg/dl. Symptoms included no injury and no adverse physiological effects. Outcomes included interruption of device therapy and use of backup therapy without medical intervention or hospitalization. Investigation included customer service troubleshooting and logistical coordination with the carrier to reroute the replacement device. Investigation of the returned device revealed an electronics interface or sensor communication issue consistent with a cap touch communication fault, which did not resolve with standard restart steps.